Event description:
It was reported that the "handle is not available". Such complaints originating from (B)(6) commonly translate "handle" as synonymous with "paddle". The event occurred during clinical use, but there was reportedly no patient harm.